Event description:
It was reported that during the attempted left bundle branch implant of this lead, the fixation mechanism was broken, and the lead was exhibiting high thresholds and low impedances. The physician decided to complete the procedure with another lead. This lead is expected to return. No additional adverse patient effects were reported.